Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-00114, 3006705815-2021-00115. It was reported that patient experienced pain at the implant sites. As a result, surgery took place to explant the entire system. During the explant, it was discovered that patient had infection at the ipg site. As a result, all devices were explanted and area was cleaned out. Patient was admitted to hospital. No further information available.